Event description:
It was reported the patient experienced pain after being wanded at the airport. The wand was continually "rubbed" over the implantable neurostimulator (ins). Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 3093-28, lot# j0348764v, implanted: (B)(6) 2004. Product type: lead. (B)(4).

Event description:
Additional information received reported the patient had no concerns with her device or therapy.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3004209178-3012-04473. Additional review indicated the correct manufacturing site was site (B)(4).